Manufacturer narrative:
Vyaire medical's field service team was able to duplicate the reported issue. The field service representative (fsr) replaced the main board, turbine, batteries and the flow sensor receptacle assembly during troubleshooting. The fsr also noted that the power supply burnt a capacitor and blew a fuse. Fsr will order a new turbine and power supply.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator had vent inop. The customer confirmed that there was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis team was unable to confirm and duplicate during the functional check the customer's reported issue. The suspect vela main printed circuit board assembly has been removed and placed on hold.